Event description:
Info received indicates the caster will roll and swivel after the brake is set.

Manufacturer narrative:
The technician found the brake mechanism and brake casters worn. The technician replaced the brake casters and used a brake/steer upgrade kit to repair the stretcher.